Event description:
It was reported that the patient presented in the hospital. It was discovered that there was a pocket infection. The pacemaker was explanted. The patient was in stable condition.

Event description:
It was reported that the patient presented in the hospital. It was discovered that patient had pocket erosion and there was presence of pocket infection. The pacemaker was explanted. The patient was in stable condition.